Event description:
It was reported that the patient was brought into clinic after a merlin alert for bvvi mode. The bvvi mode was able to identify and was due to an event queue overflow (eqo), and it was not related to a hardware damage, emi, or low battery. A firmware download was performed successfully. Patient did experience pacemaker syndrome as a result of being in a bvvi mode. Further information notes that the patient condition is good. There have been no additional alerts from the patient's home monitor.

Manufacturer narrative:
Correction: patient initials should be (B)(6).